Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent microdiscectomy surgery due to stenosis. Intra-op, while setting up the flex arm during the procedure, the surgeon alleged the arm was not tightening as expected. Multiple unsuccessful attempts were made to tighten the arm and eventually they decided to use an alternative flex arm to complete the procedure. It was inspected and noticed that the locking mechanism was fully engaged but the arm did not lock. Rep attempted to disengage the lock and in the process the nut holding on the tightening lever sheared off and he was not able to loosen the locking mechanism and recommended for the replacement instrument. No patient complications were reported.

Manufacturer narrative:
Additional information: d10, h3, h6 h6: product analysis result: visual inspection revealed the flex arm was returned with the big knuckle handle missing. Functional evaluation confirmed the small knuckle was able to be tightened and loosened without issue. The instrument will not function correctly without the handle. Unable to determine root cause of missing handle. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.